Event description:
It was reported that the patient experienced pericardial effusion and hypotension. During a left atrial appendage closure (laac) procedure a versacross connect laac access solution rf wire was used. When performing the transeptal puncture (tsp) several attempts were made to make contact with the septum, but no tenting was observed. After about forty minutes of attempting the tsp a drop in blood pressure occurred and a posterior pericardial effusion was noted. The procedure was cancelled and protamine was given. Pericardiocentesis was performed and removed 750cc of blood. The removed blood was auto-transfused back to the patient. The patient was transferred to the intensive care unit (ICU) in stable condition and has since been discharged.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.